Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that blood was in/on the helix/lobe mechanism.

Event description:
It was reported that stylet did not allow the lead to take the "j shape" and could not be positioned to desired location adequately. The lead was explanted and replaced. No patient complications have been reported as a result of this event.